Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 301029 batch no.: unknown. Per phone call: employee from scientific user facility reported that one of their customers received a shipping box without a label or lot number on the box. This happened 2019-12-12. Distributor has taken care of replacements.

Manufacturer narrative:
H.6. Investigation: two photos of a sealed 10ml bulk non-sterile box were received and evaluated. It was observed there was no label or number on the box and was rejectable per product specification. Potential root cause for the missing label defect is associated with a gap in procedure. Bulk non-sterile product is manually labelled and placed on a pallet. There was no procedure in place to instruct on how to properly apply the label to the box or where the label should be applied. Actions taken: 1. The work instruction for bulk non-sterile orders will be revised to include proper label application and placement by 1/24/2020. 2. Training for all applicable associates based on the new revision will be completed by 4/30/2020. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 301029; batch no.: unknown. Per phone call: employee from scientific user facility reported that one of their customers received a shipping box without a label or lot number on the box. This happened on (B)(6) 2019. Distributor has taken care of replacements.